Event description:
It was reported the patient was experiencing pain at her scs ipg site due to the location of the ipg. As a result, the patient's ipg was repositioned during revision surgery on (B)(6) 2014. Additional information received identified the patient's pain has reportedly resolved postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.